Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 196 mg/dl. The customer stated that the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump. The customer insulin pump was delivered.